Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: there was evidence of unexplained pump reboots and battery alarms following the pump reboots observed in the black box. The pump was unable to maintain an electrical connection with the returned battery cap due to it detaching because of damaged threads. A test cap was used for the investigation. The pump had intermittent power with the test battery cap. The battery compartment was cracked and had damaged threads. There was evidence of moisture observed inside the battery compartment. Unrelated to the original complaint, the audio bolus button cover was torn, but was responsive. The leak test failed due to a battery compartment crack. The pump case was removed and no additional moisture was found inside the pump. The 24 hour basal program failed due to intermittent power condition.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked and the battery cap was unable to tighten on to the pump. There was no evidence of moisture ingress. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.